Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. Per the patient, he awoke feeling ill and with a blood glucose >500 mg/dl. He was brought to the hospital and admitted with a blood glucose of 700 mg/dl. He was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.